Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#: 2002 from previously reported model#: 1001 in our previously submitted case (B)(4) MFR number 3002806821-2024-00086. We will be retaining the old case (B)(4) MFR number 3002806821-2024-00086 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).

Event description:
Was getting a lot of blood still coming around the seal [device ineffective]. She inserted an additional 120 ml for a total of 240 ml of saline [wrong technique in device usage process]. No adverse event [no adverse event]. Case narrative: this spontaneous report originating from united states was received from physician referring to female patient of an unknown age via clinical account specialist (cas). The patient was pregnant and had vaginal type delivery. The suspected cause of postpartum hemorrhage was uterine atony. The patient's past drugs/allergies and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). Cas reported that there was 1200 ml of blood loss before vacuum-induced hemorrhage control system (jada system) was used. On (B)(6) 2024 (also reported thought yesterday), the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 (dose and frequency were as prescribed by the physician) (lot #, serial # and expiration date were not reported) via vaginal route for post-partum hemorrhage. On (B)(6) 2024, physician had inserted the recommended 120 ml of saline, "but lot of blood was still coming around the seal" (device ineffective) so she inserted an additional 120 ml for a total of 240 ml of saline (wrong technique in device usage process). Cas reported that physician was able to "get a good seal" with that amount and the vacuum-induced hemorrhage control system (jada system) worked. Cas reported she did not know any of her prior inventions used before vacuum-induced hemorrhage control system (jada system). Cas reported there was a uterine ultrasound done to check for retained placenta and result was not reported. Cas reported she had no further details to provide. No other ae (adverse event) reported (no adverse event), no pqc (product quality complaint) reported. Patient sought medical attention. There was no invasive placenta. Total duration of vacuum-induced hemorrhage control system (jada system) use was 1 hour, 30 minutes. After initial bleeding control by vacuum-induced hemorrhage control system (jada system), there was not another bleeding episode. Only one vacuum-induced hemorrhage control system (jada system) was used. The device was not removed and reinserted for any reason. On (B)(6) 2024 (also reported thought yesterday), vacuum-induced hemorrhage control system (jada system) was discontinued. Upon internal review, the event device ineffective was considered to be medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is an amended report: recoded jada device with model: 2002 in product tab. This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#: 2002 from previously reported model#: 1001 in our previously submitted case (B)(4) MFR number 3002806821-2024-00086. We will be retaining the old case (B)(4) MFR number 3002806821-2024-00086 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).